Event description:
It was reported that a surgeon had difficulty inserting a cervical screw and felt that the screw was not fully tight. The surgeons subsequently replaced the screw with a slightly larger diameter screw; however only installed the screw finger tight. The screw collet was also replaced at that time. Subsequent, post-operative x-rays showed that the replacement screw had backed completely out of the plate. A revision surgery was performed to again replace the screw using a longer, 16mm screw. The screw collet was again replaced during the revision surgery.